Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the pump trace download. However, pump error 38 alarm during the rewind test due to moisture damage on the motor assembly. Unable to perform the displacement test due to pump error 38 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power loss alarm on the insulin pump. The customer¿s blood glucose during the incident was 177 mg/dl. No further details were given. The insulin pump will be returned for analysis.